Manufacturer narrative:
Three 2000e7d samples from lot 1030607 were received for investigation of pr (B)(4), in which the customer has stated: "the vein valve remains in place for 2 days. When it is removed for replacement, it is seen that there is blood inside the vein valve. The blood is coagulated, described as a thrombus. The clamping sequence is followed. First clamp, then set-injector separation. 10 cc washing is done before and after treatment. Still, blood is seen in the valve and clots. Because of the thrombus formed, the fluid goes away but no fluid can be taken back." To aid the investigation, the customer had also provided a photograph, analysis of which confirmed the presence of clotted blood within the smartsite. Examination of the three returned samples found that one was received with opened packaging, whilst the remaining two were both received in sealed packaging; however, examination of the sample received with opened packaging found no signs that it had been in clinical use, as there were no signs of any residual fluid. Functional testing of all three samples found that each smartsite valve performed correctly, with no leakage or connection issues encountered. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1030607 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Please note that the 2000e7d product is not a back check valve and therefore during use it may be possible for back flow to occur under certain infusion rates and clinical set-ups. When the smartsite component is accessed with a compatible male luer, it is effectively an open path, through which fluid can travel in both directions; however, when the connecting product is removed, it becomes a closed system. Please note, bd has a range of products which may help to overcome this type of issue including a range of smartsite extension sets with clamps. A review of the customer feedback database indicates that complaints of this nature are rare, and that there is currently no trend for reports of this nature against the smartsite product.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve had blood backflow. The following information was provided by the initial reporter: the vein valve remains in place for 2 days. When it is removed for replacement, it is seen that there is blood inside the vein valve. The blood is coagulated, described as a thrombus. The clamping sequence is followed. First clamp, then set-injector separation. 10 cc washing is done before and after treatment. Still, blood is seen in the valve and clots. Because of the thrombus formed, the fluid goes away but no fluid can be taken back. During installation. Additional information received from the customer: did the blood clot only occur when the device was removed and cleared? Or was there a blood clot in the patient's vein after the device was removed? = there was a blood clot when the vein valve was removed. Was there a lack of infusion? = no was there any harm to the patient? = treatment was interrupted, but continued where it left off. No complications afterward. Confirm whether any physical damage or deformity was observed in the smartsite product? = none visible. Confirm whether any leakage occurred? = no leakage.